Event description:
It has been reported through a journal article that a revision surgery of the pt's left knee was performed, due to a dislocation. Radiographs of the left knee showed no sign of loosening of the femoral and tibial component but the insert seemed dislocated anteriorly, and an osteophyte on the dorsal side of the distal femur was noticed. The pt had an exam under anesthesia and arthroscopy of the left knee was performed. The posterior osteophyte on the distal femur was removed, and a new 9 mm polyethylene insert was placed on the original base plate.

Manufacturer narrative:
Na